Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found on the sterile unit with the cable off. It was reported that a fragment fell inside the patient, and it was unknown if it was retrieved.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been received for evaluation; however, the failure analysis investigation has not been completed.

Manufacturer narrative:
Device evaluation: the fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire. The instrument failed the electrical continuity test. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.